Manufacturer narrative:
Section a - no patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025 that the head of perfusionist reported that all 3 pedivas blood pumps available in the hospital had an issue in being locked in the motor housing. When the pumps were completely rotated in the motor housing, as per the instructions for use (IFU), the screw was not matching the groove. When the screw was aligned with the groove, the pump was not fully rotated and it was moving within the motor housing. The pumps were pulled out and repositioned in the motor housing and the same issue occurred. There was no alternative to treat the patient so the pedivas blood pumps were used fully rotated in the motor housing. On (B)(6) 2025, it was reported that the pump was working as expected. There was no patient impact. The patient was still under support and no further information on the patient status was provided. Images were provided. It was thought that since the pumps were not correctly inserted into the housing that this may bring on hemolysis issues, malfunction, overheating, or dislodgement with consequent ECMO block. The patient supported by the pedivas pump was experiencing hemolysis on (B)(6) 2025 due to inability to lock the pedivas pump in the motor as per the instructions for use (IFU). As all 3 of the pedivas pumps were tested with all available motor drives and showed the same issue, a new snap-in motor would be provided. Three snap-in motors were provided to ensure fixation of the pedivas pump as per the IFU. All 3 available centrimag motors were tried while trying to setup to support the patient but the centrimag pump did not fit in any of them. All the pumps and motors would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images and returned pump confirmed that the pump had been over-rotated into the motor; however, a specific cause for the reported issue locking the pedivas pump into the motor could not be conclusively determined through this evaluation. A direct correlation between the report of hemolysis and the pedivas pump could not be conclusively established. The submitted images showed that the pedivas pump was over-rotated counterclockwise in the motor, and the set screw of the motor was inserted next to the pump¿s set screw recess. The pedivas pump, lot #10534684/l08306-lb8, was returned without any connections to tubing. Examination of the pump interior, pump rotor, pump inlet port, and pump outlet port revealed no depositions or thrombus formations. The inlet and outlet ports showed no evidence of cracking or other damage. Impression marks were noted in the exterior of the pump housing near the set screw recess that were consistent with impression marks due to the set screw. The interior of the pump housing showed no evidence of abnormal scratching or other damage. The rotor blades, base, and well revealed no evidence of abrasion or other damage. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, the pump was examined under a microscope. The set screw impression marks provided evidence that the pump was not properly rotated in the motor at the time the set screw was inserted. Damage to the plastic stop of the bottom pump housing was also noted, consistent with the pump being over-rotated into the motor. The pump was forwarded to zurich manufacturing for further evaluation of the returned pump and reported events. The pump was able to be locked and secured into two test motors and operated up to 5500 revolutions per minute (rpm) in air without any issues. The probable cause of the reported issue was determined to be due to the user error of over-rotating the pump. Additionally it was found during evaluation of the returned pedivas pump by zurich manufacturing that the pump housing was out of tolerance (oot); however, it was determined that the measured oot dimensions neither contributed to the event nor impacted performance of the pump. Review of the device history record (DHR) for the pedivas blood pump, lot #10534684/l08306-lb8, revealed no deviations from manufacturing or quality assurance specifications. The pedivas blood pump instructions for use (IFU) rev. A, is currently available. The IFU lists hemolysis as an adverse event that may be associated with the centrimag system under ¿adverse events.¿ the IFU provides the following warnings and cautions: IFU warning #5: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #6: frequent patient and device monitoring is recommended. Do not leave the device unattended while in use. IFU warning #30: back-up components must be available. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: ensure the blood pump is properly locked into the centrimag motor per motor IFU. The section titled ¿blood pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the blood pump on a centrimag motor with the screw locking feature, remove the blood pump from the inner tray and place the blood pump into the motor receptacle (the blood pump will drop into place in one of three orientations). Rotate the blood pump counterclockwise until it stops. To secure the blood pump in place, thread and turn the screw clockwise until it stops. Confirm that the retaining screw is visible in one of the notches on the side of the blood pump. If the retaining screw is not visible in a notch, loosen the retaining screw. Lift the blood pump from the receptacle by grasping the body and lifting it straight up and away from the motor, and then remount it. If the blood pump is not properly seated in the motor an alarm ¿pump not inserted¿ may be displayed on the centrimag console display. The section titled ¿emergency back-up equipment¿ states that a sterile back-up blood pump circuit and priming accessories must be available. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Lot number 10534684 was the pump that the patient was on when hemolysis occurred. Lot 0534684 was the only pump in which hemolysis occurred.